Event description:
A pt's device displayed an end of service/end of life message screen. It was recommended that the device be replaced. The pt's status/outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).